Event description:
Consumer left a review on walgreens.com stating they took two inteliswab tests within an hour. One test was positive and one test was negative. Walgreens.com review (B)(6) 2022. Tlemery. 2 different results. Took 2 tests within 1 hour. Each had a different response! 1 positive 1 negative! Wouldn't get again.

Manufacturer narrative:
Consumer posted a review on walgreens.com. No additional follow up is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer left a review on walgreens.com stating they took two inteliswab tests within an hour. One test was positive and one test was negative. Walgreens.com review 03/30/2022 tlemery 2 different results took 2 tests within 1 hour. Each had a different response! 1 positive 1 negative! Wouldn't get again.